Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event noted that revision was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. No information provided in the following section(s): a2, a3, a4, a5, b6, b7, (d4) (catalog number, serial number, UDI number, exp date), g5 the following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Event description:
As reported, a right knee revision case took place on (B)(6) 2020. This revision was supposed to be a poly swap but the femoral component was loose and so the surgeon decided to remove the device and replace it with a competitors device.